Event description:
Nurse at an outpatient treatment facility started an IV and it had a hole in the tubing and was leaking (nexiva) 24 gauge. The nurse had to remove IV and start another one in the other arm.